Event description:
When the physician changed the catheter, the side port tube came off easily. The pt bled fast and required a blood transfusion.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report once sample is received.